Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8756297) was impeded at the distal end of the concomitant microcatheter (unspecified competitor brand) and could not pass through. The physician removed the stent and the microcatheter and replaced both devices to continue with the procedure. Then the coil, a 2.00mm x 3.00cm galaxy g3 mini (glm920030 / 30889352) was delivered into the microcatheter (unspecified competitor brand), but the coil became unraveled / stretched in the microcatheter under fluoroscopy. The physician removed both the coil and the microcatheter and replaced both devices to complete the procedure which reportedly was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 28-aug-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). A continuous flush had been maintained through the microcatheter. The replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700). Information related to the replacement microcatheter used with the stent could not be obtained. A continuous flush was also maintained through the microcatheter used with the coil. Per the information, the coil had been withdrawn and repositioned, though how many times this had been done is unknown. There was resistance between the guidewire and the microcatheter when the target site was being access. No previous coils went through the same microcatheter prior to this coil; the issue occurred during the advancement of the coil into the target aneurysm. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e., the coil was used like a guidewire to reposition the microcatheter). A one-to-one relationship between the coil and delivery wire was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not a contributing factor to the reported stretched condition of the complaint coil. There was no additional damage noted on the coil aside from the reported stretched / unraveled condition. The coil was not detached. The replacement coil was another 2.00mm x 3.00cm galaxy g3 mini (glm920030) and the replacement microcatheter was the same brand as the original microcatheter used with the complaint coil. There was no blood flow restriction / reduction as a result of the reported issue. The information confirmed there was no negative patient impact and the reported 10-minute procedure extension was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8756297. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was returned already detached from the unit. The delivery wire and the introducer were returned in good condition. Microscopic inspection was performed on the stent component. No abnormalities were found on the stent (i.e., no broken struts, no kinks). Both ends of the stent were noted to be completely expanded. The issue regarding a stent being impeded at the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned components did not present damages that suggest that they were forcibly advanced; based on this observation, the issue regarding the stent being kinked cannot be confirmed. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8756297. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.